Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow blocked alarm, the customer received pump error 82 (the hrm task did not grant motor power in reasonable time.). The customer reported no adverse event. The event involved product(s) mmt-397a, mmt-332a, mmt-1715k. Troubleshooting was performed. The customer was able to successfully clear the alarm and was able to complete a rewind, a self test and a displacement test passed. No harm requiring medical intervention was reported. No product return is required for mmt-397a, mmt-332a. Mmt-1715k was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. No unexpected delivery or reservoir anomalies were noted. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason for the complaint. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. During the download history review, on (B)(6) 2025 19:51:00.000 pump error 82 was noted. However, no pump error 82 occured whilst testing. Proceed by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. No moisture damage or anomalies were noted during visual inspection. The following cosmetic damages were noted: stained keypad overlay, broken battery cap, battery cap contact missing, scratched case, and pillowing keypad overlay. In conclusion, customer concerns are not confirmed. Unable to confirm the customer's alleged concern about a no delivery/occlusion alarm as well as pump error 82. Unit was tested successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding battery cap recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. P-cap locked in place properly during testing. Unit powered up properly after battery installation. No unexpected delivery or reservoir anomalies were noted. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason for the complaint. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. During the download history review, on 05/31/2025 19:51:00.000 pump error 82 was noted. However, no pump error 82 occured whilst testing. Proceed by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. No moisture damage or anomalies were noted during visual inspection. The following cosmetic damages were noted: stained keypad overlay, broken battery cap, battery cap contact missing, scratched case, and pillowing keypad overlay. In conclusion, customer concerns are not confirmed. Unable to confirm the customer's alleged concern about a no delivery/occlusion alarm as well as pump error 82. Unit was tested successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.